Event description:
Procedure: hemicolectomy. According to the reporter: the jaws did not open after firing on tissue. The surgeon did cut it out by firing a second dlu proximal to the first. The nurse did close and open the instrument before giving it to the surgeon and the nurse removed the yellow band after loading. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).